Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose levels 500 mg/dl. The customer's current blood glucose level was 549 mg/dl. The customer was treated with insulin pump. The customer was advised to review the bolus history to confirm it displays all bolus entries based off their recollection. The insulin pump will not be returned for analysis.